Event description:
It was reported that during a port placement in the pronotum, a pinhole was allegedly found on the catheter around the clavicle. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted approximately 3.3cm from the distal end of the cath-lock. The surface was noted to be granular in one region: round and smooth in the other region. Upon infusion, a leak from the partial circumferential break was observed and aspiration was attempted but was unsuccessful. Therefore, the investigation is confirmed for the identified fracture, wear and deformation issues. However, the investigation is unconfirmed for the reported material puncture issue as no holes were noted on the received sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement in the pronotum, a pinhole was allegedly found on the catheter around the clavicle. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.